Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned for analysis and investigation. Visual inspection (pre and post decontamination) was performed. The results recorded evidence of residual blood within the tego connectors internal componentry. During decontamination flushing leakage was observed on one of the tego connectors silicone seal slit. Additional notes document the sheath was damaged at the top surface around the edge. Engineering testing and analysis was performed per the applicable product specifications. Returned sample number 1: the results recorded no leakages, performance issues were replicated. Returned sample number 2: the results recorded leakage, originating from the component damages to the top surface of the collapsed silicone seal. These types of tego component damages (seals) have been replicated and are attributable to incorrect usage/techniques including overtightening, off center insertions and/or off-center access and use of non-compatible mating/access devices that fail to meet the iso standard 594/2. The tego directions for use (dfu) provides instructions and cautions for these described usage conditions. A review of the mfg. Lot build database for lot number 2472480 (mfg. Date 04/2012) shows(B)(4) were mfd., tested, inspected, and released. There were no exception documents generated during the mfg. Lot build. Findings: two (2) used tego connectors were returned and evaluated. Although requested the involved mating hemodialysis catheter/tubing lines were not returned. Engineering testing and analysis of the two returned d1000 tego connectors replicated leakage condition with one of the tego connectors. The root cause of the leakage issue was attributable to component damages that occurred due to incorrect technique/usage. The second returned tego connector recorded no performance issues.

Event description:
Intl (B)(6) complaint received reporting leakage incidents with use of d1000 tego connectors. Two patient incidents occurring on (B)(6) 2013 were reported as follows "blood leak of a tego cap screwed on one branch of a femoral catheter, at the level of the luer which is used to insert the syringes. "The second incident reported "...when connecting the patient for the dialysis session, the nurse tried to connect the syringe on the tego cap, but couldn't the membrane was knocked in. Clinical consequences: impossible to use this branch of the catheter. It has been necessary to change the cap before the connection..." There were no reported adverse pt. Consequences.